Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10: h4: the lot was manufactured between january 24, 2023 ¿ january 25, 2023. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of the leak inside the bag was found to be an untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of the leak may be due to a use error by not securely tightening the winged luer cap. A functional leak test was performed after ensuring the winged luer cap is securely connected to the device. The reported condition was verified. The causer of the reported condition was a user error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the luer connector. The blue winged luer cap was confirmed to be tightened properly. The event occurred during storage after completion of filling. The device was filled with an unspecified volume of fluorouracil (5-fu). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.